Event description:
On (B)(6) 2015, the patient underwent treatment of both common iliac artery aneurysms with gore excluder® aaa endoprostheses.

Event description:
On (B)(6) 2013, the patient underwent y-graft placement in the abdominal aorta for unknown pathology. The distal part of the y-graft was anastomosed with both common iliac arteries. On (B)(6) 2015, the patient underwent treatment of both common iliac artery aneurysms with gore excluder® aaa endoprostheses. Before stent graft placement, the left internal iliac artery was coil embolized. After that, a contralateral leg component and an iliac extender component were placed in the left common iliac artery and the left external iliac artery. A contralateral leg component (plc271000j/12971699) was placed in the right common iliac artery. The patient tolerated the procedure. On (B)(6) 2019, follow-up CT revealed that the contralateral leg component (plc271000j/12971699) in the right common iliac artery, migrated proximally and the right common iliac artery aneurysm was getting enlarged (amount unknown). On (B)(6) 2019, a re-intervention was performed, whereby the right internal iliac artery was coil embolized and additional stent grafts were placed in the right common iliac artery and the right external iliac artery. The procedure was completed without further treatment. The patient tolerated the procedure.